Event description:
It was reported that during an anterior posterior repair procedure, the device delivered malformed staples. Sutures were used to complete the procedure. There was no reported pt consequence.